Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and insulin flow block alarm as well as problem with rewind and prime with blood glucose of unknown. The customer¿s blood glucose level was 280 mg/dl at the time of call. The customer did not provide details regarding symptoms of their high blood glucose episodes. Troubleshooting was declined. The insulin pump will not be returned for analysis.